Manufacturer narrative:
(B)(4). Investigation evaluation and corrective action are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed tp provide additional information. The run data file (rdf) was analyzed for this event. The rdf does not show root cause of the elevated wbc count measured. It is possible that the failure is part of this site's statistical distribution for leukoreduction. This failure may also be donor related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at this time of the event. The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Other possible root causes were provided in the first follow-up report for this event. In addition, wbc contamination of platelet products can potentially be due to: a defective platelet lr filter, late or major changes, especially in hematocrit, can contribute to an elevated wbc count, sampling, calculation, or other process error. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.